Event description:
Account alleged that the bed exit is not working. No injuries reported.

Manufacturer narrative:
Technician found the bed exit arming, but not alarming. Technician replaced the bed exit alarm to resolve the issue.